Event description:
Patient reported their dentist informed them their bite has lack of contact on posterior teeth due to their byte aligner treatment. They need to redo ortho treatment to try and correct this. It is confirmed that this is from the byte treatment.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.